Event description:
This unsolicited device case from united states was received on 11/24/2014 from a consumer (patient). This case concerns a (B)(6) year old female patient who experienced swelled up/knee was three times its normal size, it started to be painful/excruciating pain, injection hurts a little bit, could not walk, could not bend pivot, could not put pressure on her knee, got violently ill, dizzy, was throwing up and took out 40 cc of cloudy fluid after receiving treatment with synvisc-one. The patient's medical history was significant for bone on bone in left knee ((B)(6) 2014) and previous use of synvisc-one in left knee on (B)(6) 2013 and cortisone injection on (B)(6) 214 in left knee. No concurrent condition an concomitant medications were reported. On (B)(6) 2014, the patient received treatment with synvisc-one injection at a dose of 06 ml once (route, batch/lot number and expiration date: unk) into left knee for left knee osteoarthritis. It was reported that the injection hurt the patient a little bit and she came home. The patient iced it and stayed off of it. The same day, it started to be painful and swelled up gradually. On (B)(6) 2014, the patient called the physician's office with excruciating pain and took appointment. On an unk date in (B)(6) 2014, the patient's knee was nearly three times its normal size and she could not walk, bend, pivot, or put pressure on her knee. It was reported that initially the physician wanted to send her home and give it 10 days, but then it was decided to draw fluid off the knee and 40 cc of cloudy fluid was aspirated. Further reported, the physician had gone into the left side of the knee to extract the fluid (opposite of where the synvisc-one was injected). The same day, the patient received cortisone injection after the fluid was extracted. The patient felt relieved from the pressure when the fluid was extracted and then could at least walk. The patient had since been icing it and was using a slight knee brace. The patient believed that the physician might have removed the synvisc-one when he removed the fluid. It was reported that the patient was laid up for 03 days and was afraid that she won't be eligible for synvisc-one again and might need surgery. At the time of the report, the patient felt somewhat better but still had discomfort where there was bone-on-bone and that was why she though that the synvisc-one was gone. Further reporter the patient took a pain pill (name unk) and got violently ill from it and was throwing up and dizzy. Outcome: recovered for the event of could not walk and not recovered for rest of the events. Seriousness criteria: intervention required for the events of it started to be painful/excruciating pain, swelled up/knee was three times its normal size, injection hurts a little bit, took out 40 cc of cloudy fluid and non-serious for rest of the events. A pharmaceutical tech complaint (ptc) was initiated and ptc results were pending for the same.